Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/11/2019.

Event description:
The customer reported that the ventilator became unresponsive and produced diagnostic codes regarding blower stalled, auxiliary alarm supply failure, 35 volt supply failure, backup alarm failure and ventilator restart due to anomalies. The ventilator was being used on a patient when the reported event occurred. The patient required hand bagging, was placed on another unit, and was transferred to the ICU for closer monitoring. Technical support advised the customer to replace the blower and the central processing unit printed circuit board assembly.

Manufacturer narrative:
MFR received date: 07 mar 2020. The power management board (assembly,pcb,pwr mgmt,v8000) was returned to the failure investigation laboratory for analysis. No fault found with cpu board. The original finding of failure due to the pm board r31 component failure still holds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
PMA/510k: 10dec2019; date of report : 19dec2019. Additional trouble shooting with philips customer support (cs): the customer reported he has replaced the blower and the central processing unit (cpu). One code has cleared but the other remain. The touchscreen is intermittently completely unresponsive. To turn the unit off he has to disconnect power. Cs advised to replace the power management printed circuit board assembly (pcba), provided parts ID for same. PMA/510k : 16dec2019; date of report: 19dec2019. The customer called back to report he replaced power management printed circuit board (pm pcb) and resolved the issue. Caller advised leaving new cpu pcb and new blower installed in the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.